Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lap CABG (coronary artery bypass) surgery. It was noted that, upon removing from the package, the suture was without needle; no needle at the tip of the suture. Another device was used to complete the surgery. The surgeon looked for the missing needle by performing visualization/scanning process to the patient but to no avail. No patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned noted one partial suture. The needle was observed to be detached from the suture; needle was not returned. The loop of the suture was intact. Unfortunately, because no sealed samples were returned, pmv couldn¿t verify that the sealed sample had no needle before it was open. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred during lap CABG (coronary artery bypass) surgery. It was noted that, upon removing from the package, the suture was without needle -- no needle at the tip of the suture. Another device was used to complete the surgery. The surgeon looked for the missing needle by performing visualization/scanning process to the patient but to no avail. There was no patient injury.